Event description:
Report received of an over-delivery due to a rate change when the pump was resumed after being turned off. The pump was resumed after being turned off. The pump was programmed to deliver lidocaine at 1mg/min (15ml/hour) in the dose calculation mode. It was reported by the nurse, that the IV was infusing into pt's forearm, and that the "patient occluded the IV". The nurse reportedly stopped the infusion in response to an occlusion alarm. The device was turned off and then back on to clear the alarm. After the alarm was cleared, the infusion was resumed with no reported change to the device program. Approximately 1 hour later, the nurse noted that the device was infusing at 153ml/hour. The infusion was stopped and the device was turned off. The pt received lidocaine at 153 ml/hour for approximately 1 hour, instead of the intended 15ml/hour. The pt reportedly had no cardiac arrythmias and was described as "sedated, talking, nervous and speech clear with their neuro status intact". The lidocaine was stopped and no medical interventions were required for the pt. There was no reported adverse sequelae to the pt. Though requested, there was no additional event info available.